Event description:
The customer contact reported a delay of critical therapy following an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified concentration of levophed, at a rate of 13mcg/min and the delivery was stated. No further programming parameters were provided. At 1500, the nurse noted the delivery had stopped. At this time, the display of the device was white and the touchscreen did not respond. It was unspecified if there was an audible alarm tone. At that time, the nurse reported a decrease in the pt's blood pressure to 60/30mhg. The device was removed from clinical service. The physician was notified. At this time, the pt was treated with phenylephrine 100mg ivp. A second 100mg dose of phenylephrine was given 10 minutes later. A replacement device was programmed to deliver levophed 16mcg/min and the therapy was reused. It was reported that for the next 1.5 hours, the delivery rate was titrated to 13mcg/min to maintain a mean blood pressure of 60mmhg. After an unspecified length of time, the customer contact reported the pt was "stable." Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).